Manufacturer narrative:
(B)(4). Information was not provided by the contact. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Was the device ever fired? Please explain what is meant by, ¿stapler are on open position in the device.¿ this is not clear. How was the procedure completed?

Event description:
It was reported that prior to an unknown procedure, unable to remove the anvil from the device before firing. Stapler is on open position in the device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53p86. Corrected data: manufacture date: 05/13/2015. Expiration date: 04/13/2020. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. A batch record review was performed and no anomalies were found during the manufacturing process.